Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose was 90 mg/dl.